Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm unexpected restart. Customer's blood glucose at time of incident was 98 mg/dl. Customer a temp basal was not programmed before the alarm occurred. The customer stated the alarm did not occur after inserting a new battery. Customer stated the alarm is recurring during normal pump use. The customer was advised that the device would be replaced. The customer was advised to monitor pump and may continue to wear pump until replacement arrives.